Event description:
I am using alere hometesting device for pt test for blood testing. Alere notified patients by letter in (B)(6) 2018 that certain lot numbers of test strips will provide incorrect reading above 4.5. My normal reading is between 2.0 and 3.5, however today I tested myself and had reading of 5.3 and additional test was 5.2. The only strips I currently have, are from the suspect lot numbers. When I phoned alere today, to report my inr number, and requested new test strips, I was told no new strips are available from manufacturer, but I should keep using the faulty strips from alere and contact my primary physician for testing my inr. After I phoned alere with the faulty high test results 5.3 today, they immediately contacted my physician to report the extreme high number, which resulted in emergency phone call from my doctor today. A 5.3 inr reading is life threatening indicator. I now have the additional expense and travel time of visiting my physician several times per week to obtain correct inr reading as ordered by my physicians.